Manufacturer narrative:
Patient identifier sid: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for a specific pancreatic cancer patient who underwent surgery for pancreatic cancer. The customer provided the following data: on (B)(6) 2021 sid: (B)(6): initial result: 1:10 dilution: < 20.6 u/ml, repeat result: 57.88 u/ml, 266.88 u/ml; sample was then re-centrifuged and repeated generating results of 2.52 u/ml and 3.04 u/ml. Previous result prior to the patient with pancreatic cancer having surgery was > 1500 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for likely cause lot 26037fp00 did not identify an increase in complaint activity related to the issue under review. Trending was reviewed and determined no trends were identified for the product for the issue. This further investigation reviewed historical performance of reagent lot 26037fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 26037fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 26037fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I ca 19-9xr reagent lot 26037fp00 was identified.